Manufacturer narrative:
A review of data from the amicus instrument on (B)(6) 2009, indicated that acd pump successfully passed all functional checks during prime. Upon visual inspection of the upper housing of the pump, it was observed that the retaining washer tying the intermediate gear to the pinion gear was misaligned.

Event description:
It was reported that a female donor was donating platelets on the amicus separator. During the procedure, the operator reported air purge alarms. The number of air purge alarms were not documented. The operator was not able to proceed with the procedure after 57 minutes and 2845 ml of blood had been processed. When removing the needle from the donor, a fibrin clot was noted on the end of the needle. A visual inspection of the acd bag indicated that approx 45ml of acd had been delivered at the end of the procedure. The instrument screen also confirmed that only 45ml of acd had been used, which is the amount of acd needed for prime of the kit, indicating that acd was not delivered during the donation. Vital signs were not available from the center. The donor was held at the center for 30 minutes and was discharged "in good condition." No follow up calls were made by the center the following day.